Event description:
Country of complaint: (B)(6). Thread breaks easily.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Manufacturing site evaluation: samples received: 72 unopened pouches. There are no previous complains of this code/batch. There are no units in OEM stock. All packs received are tight. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Knot pull tensile strength results before releasing the product were within manufacturers specification. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.